Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched messages caused by a failed lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched during testing. It was also reported that there was no pt involvement.